Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-6410 main pump tubing batch number 78095372 was received for investigation. The returned ar-6410 was visually inspected, and no damage was observed. No holes or damage to the neoprene sleeve was noted. The returned device was assembled with a testing pump and water and evaluated under normal use conditions to determine whether the reported issue(s) could be reproduced. The pump was powered on, and no leaks were observed. The tubing was tested without abrupt pressure changes or interruptions in water circulation. Additionally, the tubing was assessed using the pressure testing fixture, and no damage was noted on the connector nor any loss of pressure. The ar-6410 main pump tubing functioned as intended, without any issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/05/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing after linked to pump, water should be filled half then started to circulate. But in this case water was filled fully. No circulation. This was discovered during an rcr case with no patient harm.